Manufacturer narrative:
For regularization - retrospective review / FDA request. The products comply with sterility requirements and therefore cannot be a source of bacterial infection in the patient. Hypotheses put forward: without x-rays, and lacking information surrounding the surgical conditions, it is very difficult to come to a definitive conclusion. However, we are obviously dealing here with the following possible causes: migration of the granules due to insufficient implant immobilization: the bone defect was improperly closed after filling. Lack of bone contact: osseointegration and bone healing can only occur upon contact with bone. The granules must be implanted only in an osseous cavity. Infection caused by the contamination of the granules due to improper storage or to the package ensuring sterility being damaged. This type of incident has never been observed but remains possible. It is stipulated in the instructions for use that the package should be checked prior to use. Any product whose package is damaged should be discarded. Infection caused by lack of aseptic conditions during surgery. External infection due to trauma (open fracture) which was not treated with an adapted antibiotherapy. According to the analysis of the production elements and the information provided by the distributor, the quality of the product is not challenged. Patients left the health facilities. No corrective action implemented.

Event description:
(B)(4) - for regularization - retrospective review / FDA request. "One week after using bio1 in the correction operation of a simple fracture, the granular artificial bone melted and exuded from the incision with blood, and swollen occurred around the incision. Three patients had the same symptoms in the same hospital, which caused the suspension of the product use in this hospital."